Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving a restoration shell was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or photographs of the reported event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "cemented constrained cup dislocated following movement in patients bed. Cemented constrained cup removed and replaced with a ras shell, when impacting the 58mm ras shell the surgeon then had a fracture in the medial wall so shell was upsized to 62mm. Left hip". Update: the inner bipolar component dislocated from the outer component.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: "cemented constrained cup dislocated following movement in patients bed. Cemented constrained cup removed and replaced with a ras shell, when impacting the 58mm ras shell the surgeon then had a fracture in the medial wall so shell was upsized to 62mm. Left hip."